Event description:
During a parathyroidectomy the anesthesiologist detected air leaking from the cuff. The emg tube was extubated and replaced with another emg tube. A photograph of the product in question supplied by the customer shows the cuff was perforated with an electrode wire which was not embedded in the lumen. The tube had to be extubated and replaced the anesthesiologist indicated the patient had minor bleeding in the trachea, but could not determine its origin.

Manufacturer narrative:
A review of the complaint database does not indicate a complaint trend with this product. The reporter indicated the emg tube would be returned, but as of this date the tube has not been received. Several attempts have been made to obtain more detailed information. If the tube is returned, or the additional information made available, it will be submitted on a supplemental form 3500a. The device was being used for treatment, and not for diagnosis. A review of the device history report did not indicate any problems during the manufacturing of this lot. MDR 1045254-2010-0052 was filed on (B)(4) 2010, and the following is a supplemental to that report. The device was received from the customer on (B)(4) 2010. A visual examination of the product revealed all electrodes were properly within the lumens to the point they entered the cuff. A four cm tear running the length of the cuff shown one electrode wires that was not in the lumen underneath the cuff.

Manufacturer narrative:
A review of the complaint database does not indicate a complaint trend with this product. Unknown if reused. The reporter indicated the emg tube would be returned, but as of this date the tube has not been received. Several attempts have been made to obtain more detailed information. If the tube is returned, or the additional information made available it will be submitted on a supplemental form 3500a. The device was being used for treatment, and not for diagnosis. A review of the device history report did not indicate any problems during the manufacturing of this lot.